Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-7288 fibertape sternal closure had an issue. This was discovered during a sternal closure procedure on (B)(6) 2022. Additional information received on (B)(6) 2022: the needle attached to the fibertape broke off the suture while inside the manubrium. The needle was located and removed, it remained intact. Surgeon opened an ar-7288t tigertape sternal closure to complete the case successfully without further issues.